Event description:
A site reported to rxsight that a patient received a light adjustable lens (lal) as a replacement to their explanted light adjustable lens+ (lal+). At one day postop, the patient reported rubbing her eye, causing the main incision to leak. A bandage contact lens was applied. The next day, the patient presented with waxy vision, collapsed anterior chamber, and decompensated cornea. The surgeon successfully performed same-day wound revision with sutures, and vision was improved the following day.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).